Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer is stating that the bolt that attaches the cup to the side frame is shearing off, causing the arm cup to fall from the chair.